Event description:
It was reported that the patient with this right ventricular (rv) lead went to the hospital due to chest pain secondary to poking of the lead through the heart. The physician and boston scientific technical services consultant suggested the patient about lead repositioning and continuation of medical follow up. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.